Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5100856 that a female patient underwent a breast surgery with two unspecified mentor smooth saline breast implants and suffered several unexplained systemic symptoms, including infections (unspecified), fatigue, gerd, ibs, meibomian gland dysfunction, rosacea, and positive ana antibodies (without official autoimmune diagnosis). No device issue was reported. The root cause of the patient¿s symptoms is unclear. The patient underwent removal and replacement with two unspecified mentor gel breast implants on unspecified date. The reason for the revision surgery is currently unknown. The implantation date was estimated as (B)(6) 2011 based on available information. This report is for the left-sided prosthesis. Please refer to manufacturer report number 1645337-2021-07700 for the patient's event after this event.

Manufacturer narrative:
On 23-aug-2021, mentor received additional information regarding the event date, implantation date, and order of the patient¿s reported events. The event date is (B)(6) 2018. Initially, the implantation date was estimated as (B)(6) 2011 based on available information. However additional information revealed that the actual implantation date was (B)(6) 2014. On the initial report, it was stated that manufacturer report number 1645337-2021-07700 was regarding the event that happened prior to this event. However, additional information revealed that it is unknown which event occurred first. Manufacturer's reference number: (B)(4).